Event description:
A customer reported an issue with their touchscreen pump, which was frozen and unresponsive. The problem did not cause the customer's blood glucose level to exceed 500 mg/dl, remaining within a normal range. Technical support provided instructions for a pump reset, and the customer successfully performed a reset, resolving the issue and allowing interaction with the pump screen again.